Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The patients annular dimensions were: min of 19.5mm, max of 23.5mm, avg of 21.5mm, area of 367.8mm^2, and perimeter of 68.7mm. The aortic valve angle was 93 degrees and there was sufficient calcium to allow anchoring of the device. The valve was successfully implanted in the virtual basal ring (vbr) at a depth of 2.5-3mm without difficulty. It was noted that there was moderate/severe aortic insufficiency (ai) after implant. The guidewire was removed to see if it would resolve the issue, but had no effect. A post-bav was then performed with a 20mm non-abbott balloon, but resulted in severe ai. Another 25mm navitor valve was selected for implant inside the first valve 2mm lower to reduce pvl. During the placement and deployment of the second valve within the first, the two valves latched onto each other and migrated 4.5 ncc towards the aorta stopping between the sinotubular junction (stj) and the supra-aortic trunks. A post-bav with pacemaker (pm) stimulation showed a rhythm, but no heart contractions were noted. Extracorporeal membrane oxygenation (ECMO) with impeller was done to stabilize the patient, but the patient ended up passing away. The cause of death was noted to be due to heart block caused the severe ai and low blood pressure due to the heart not contracting.

Manufacturer narrative:
An event of migration, central regurgitation, heart block, aortic regurgitation, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event and provided images were reviewed by an abbott director of medical affairs. Based on all available information, causes for the reported central regurgitation and aortic regurgitation could not be conclusively determined. The reported migration appears to be related to procedural conditions (valve-in-valve procedure). The reported heart block and death appear to be cascading events of the migration. The reported unexpected medical interventions were the results of case-specific circumstances.

Event description:
N/a.